Event description:
Account reports needlesticks with the bd autoshield. Pts were extremely low weight and rns had difficulty with a wide pinch. Rns stuck themselves through the pts' skin.

Manufacturer narrative:
Product has been discarded; no product return is anticipated. Lot number is unk, unable to perform device history review. Sales rep received report and responded by conducting f/u in-service training, re-emphasizing the importance of injecting at 90 degree angle. Regulatory compliance will continue to monitor.